Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up check, a message to check the right ventricular (rv) and shock leads was displayed. A review of the daily measurements (dm) showed an r-wave measurement of 2.9 millivolts (mv), a gradual rise in the shock impedance measurements, and one high, out of range measurement greater than 125 ohms. No noise was noted on the shock channel. Boston scientific technical services (ts) provided troubleshooting options. Additional information indicated that an x-ray was done with normal results and a decision was made not to test with low and high commanded shocks. The patient continues to be monitored and has been scheduled for a follow up check. The system remains in service. No adverse patient effects were reported.